Manufacturer narrative:
Information was rec'd from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that a pt experienced non-union for a subtrochanteric femoral fracture treated with an itst nail. During revision, it was discovered the nail had fractured.